Event description:
During tee with cardioversion with r series and adult multifunction pads, pads would not pace when needed. Manager states she unhooked pads from device twice to teach staff how to connect pads to defib. Pads tested by biomed. Not functional.